Event description:
It was reported that a spectrum pump experienced system error 105 - pic motor error alarms. There was also no reported pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Incoming eval confirmed the device received inoperable due to reported symptom of pump experienced system error 105 caused by the motor shaft bearings are worn/damaged, causing the motor to bind. Motor was replaced.